Event description:
It was reported by the rep that the device was used during a laparoscopic cholecystectomy. It was reported the gasket of the trocar tore, causing pneumo to leak. An add'l trocar was not pulled. This occurred at the end of the procedure.